Event description:
It was reported that the patient had a syncopal event. Interrogation of the device determined that the patient was in a "slow" ventricular tachycardia below the lowest detection zone. It was also reported that the right atrial (ra) lead had far-field oversensing. Follow-up attempts did not reveal evidence of intervention. The device and the ra lead remain in use and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies were found.